Event description:
The lay user/patient contacted lifescan on july 26, 2006, and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient on the same day and obtained further information. The patient informed the mas that she has two ultra meters, but was alleging the inaccurate high issue on just one of them. She also stated that two days earlier, at 2:45 pm, she felt shaky, weak, sweaty, and her legs were swollen and "wobbly". Earlier, she had a lunch and took her "normal shot of insulin". The patient mentioned that her insulin regimen was increased due to "constant high readings on the meter". She refused to provide her insulin regimen and repeated that it was increased due to the subject meter's results in the past week. At the time the patient was experiencing the low symptoms, she tested on the reported meter and obtained a result of 246 mg/dl. She called the doctor and was asked to come in. She arrived at the doctor's office at 3:15 pm and was tested on the doctor's meter around 3:20 pm with a result of 51 mg/dl. She was then given crackers and ice water. The patient also provided results of 444 mg/dl and 516 mg/dl, but informed the mas that she had gone through the memory with the customer service agent and discovered that those two tests were performed on different days. At the time of troubleshooting, it was verifed that the meter was in the right unit of measurement (mg/dl) and that the testing technique was correct. This complaint is reported because the patient was receiving high results on the subject meter and her insulin dosage was increased, which may have contributed to her hypoglycemic symptoms. The subject meter's result did not correlate with the low symptoms the patient was experiencing at that time and the result on the doctor's meter. A replacement meter, a replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.